Event description:
Ceramic hip replacement started making grinding feelings and popping, then it started causing pain when walking and pain got so bad had to go to doctor who said I would have to have revision surgery.